Event description:
Device issue: failure to cross perforation. Time of device issue: during the procedure. Adverse event: required additional treatment to seal the perforation. It was reported that during coronary artery interventional procedure, in a moderately tortuous lesion, after placement of a promus stent and post dilation with a non-abbott dilatation catheter, staining was noted, consistent with a perforation, in the 1st marginal artery. Two jostent graftmasters were advanced to cover the perforation, but due to vessel tortuosity, failed to cross the lesion. The perforation was sealed with a non-abbott 3.0x10mm dilatation balloon, inflated for 10 minutes. There was no adverse patient sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The 2.75 x 23 mm promus (part 1009540-23b, lot 8112061), 3.0 x 19 mm graftmaster (part 12744-19, lot 564405), were previously filed under separate MFR#'s.